Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A pharmacist reported via phone call that the customer was currently hospitalized due to a blood glucose level over 500 mg/dl. Caller stated that the customer was suffering from diabetic ketoacidosis and infection. Caller stated that the customer was wearing the insulin pump at the time of hospitalization. The caller stated that the customer was hospitalized several days earlier due to non-diabetes related issues. The insulin pump was not replaced or returned for analysis.